Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. The insulin pump was received with a cracked reservoir tube lip.

Event description:
The customer called to report a crack in the reservoir compartment. Nothing further was reported.